Event description:
It was reported that 14 months prior to report date, the patient started having problems breathing and following testing, nodules were found on the patient's lungs. The healthcare provider (hcp) was planning to do an open-lung biopsy, and was questioning the cause of the nodules to be possibly the pump medication. The patient reported "questioning the possibility of pump infecting other organs." The reporter noted that the hcp also wanted to remove pump and the place patient on non-opioid oral medications, because of the questioning of the dilaudid causing the nodules. The patient is concerned about subsequently risking withdrawal by going off of the medications. The patient was contemplating seeking care from another hcp. The medication in the pump was currently dilaudid. The pump had morphine at some time in the past. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, lot# l64341, implanted: (B)(6) 1999, product type catheter. (B)(4).